Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head of the disposable nail attached to the slap hammer fractured after multiple uses. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms that the lip of the head has fractured and all fractured pieces were not returned. The device also shows wear consistent with usage. The device history record was reviewed and no discrepancies relevant to the reported event were found. The lot was manufactured on august 22, 2015 and has therefore been in the field for approximately six years and ten months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.